Event description:
Customer reported poor image quality. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. A ge representative evaluated the system and could not duplicate the reported problem.